Event description:
It was reported to boston scientific corporation that a wallflex esophageal fully covered stent was implanted as a palliative measure on (B)(6) 2011 during a stent placement procedure. According to the complainant, the patient had esophageal cancer. On (B)(6) 2011, a wallflex esophageal fully covered stent was implanted within the esophagus. On (B)(6) 2011, approximately four weeks after the stent placement procedure, the patient reported to his oncologist that he was "spitting up plastic residual." The patient sent the plastic to the physician and the physician sent the material to the pathology department. The pathology report confirmed that, "the foreign body is consistent with plastic-like material." Additionally, "the specimen consists of a 1.5 x 0.7 x 0.1 cm aggregate of brown, soft material consistent with plastic-like material." In the physician's assessment, "the covering of the stent had started to fall apart." The stent remained implanted within the patient. The patient did not return for a check endoscopy as no intervention was required. It was reported that approximately six to eight weeks after the stent placement procedure, the patient had expired. In the physician's assessment, there was no relationship between the stent and the patient's death. The patient had end-stage esophageal cancer and the stent was implanted as a palliative measure only.

Manufacturer narrative:
(B)(4) the reported issue of stent cover damaged. The complainant indicated that the device remains implanted and will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental medwatch will be filed.